Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the panel to the trufreeze console was not functioning properly. To resolve the issue, the technician replaced the panel. The unit was tested, confirmed to be operating according to specification, and returned to service. The trufreeze console IFU states, "if console is not behaving as expected, power cycle the console. If problem persists, contact steris customer service at 1-800-769-8226 or your local steris endoscopy product specialist. Warning: do not use the system if the system has indicated an alarm; user or patient injury or device damage may result. Investigate the alarm and contact steris endoscopy if the cause cannot be determined or corrected. Caution: depressing the emergency stop button on the front of the console halts the cryogenic delivery system and releases the pressure in the cryogen tank." No additional issues have been reported.

Manufacturer narrative:
Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that their trufreeze console displayed a blank screen when the console was powered on. As a result, three procedures were postponed. No report of injury.